Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation determined that failure code 812:05 is a cascade failure from failure code 810:11. The root cause was determined to be fluid residue in the pumphead module. The pumphead module tubing channel was cleaned and dried to resolve failure code 810:11. Review of the device event history determined that the reported condition of occurred on (B)(4), 2010 and not the customer reported occurrence date of (B)(4), 2010. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with failure code 812:05. It is unknown when this condition occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition was a cascade failure of failure code 810:11, which interrupted delivery. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).